Manufacturer narrative:
As reported, a perfix light plug was implanted beyond the labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no patient injury, or any medical/surgical intervention due to the issue. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 156 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, an inguinal hernia repair procedure a perfix light plug with a labeled expiration date of 28-jan-2026 was implanted in the patient on (B)(6) 2026 which was beyond its labeled expiration date. There was no patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. As reported, the mesh remains implanted in the patient's body.